Event description:
It was reported that during a lap appendectomy procedure, a white reload was in the device, they closed down to clamp and it was difficult to close. They were able to fire the device and it fired very staggered staples. The staples were not in a roll and were not properly formed. The device also did not cut. They reloaded the same device and attempted to fire. They were able to close the closing trigger, but not the firing trigger. They finally got a new device to complete the procedure without any impact to the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.